Event description:
It was reported that a user of the ilet experienced hyperglycemia of unclear cause, with troubleshooting and education completed and no alerts or alarms reported, and a blood glucose value of 205 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included user troubleshooting and education. Investigation of this case revealed no device alarms and no specific device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.